Event description:
It was reported that the user experienced hypoglycemia after resetting the ilet and encountering difficulty with meal announcements, including consistently selecting a ¿less than¿ meal size and inconsistent dinner announcements, while also pretreating for lows. Symptoms included feeling unsteady. Outcomes included a lowest blood glucose of 43 mg/dl, approximately 15 minutes below range, and self-treatment with oral carbohydrates such as juice and candy, without medical intervention. Investigation included user counseling and troubleshooting with education regarding the post-reset learning period and appropriate meal announcement practices, with escalation to a trainer for follow-up. Investigation of this case revealed user technique and behavior inconsistent with labeling, specifically inaccurate meal announcements and pretreatment for lows, which can contribute to hypoglycemia. It was concluded that the device functioned as designed and that user factors were the likely cause of the reported hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.